Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation error code b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image along with static noise and an e226 (scope communication error) due to failed pc board (printed circuit board) with test connector and cable unit damage causing black dots. Additionally, error code b30 (scope communication error) cause due to failed pc board (printed circuit board) with test connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had no image along with static noise and an e226 scope communication error during inspection for use (prior to patient use). There were no reports of patient involvement.